Event description:
It is reported that a tooth has fractured off.

Manufacturer narrative:
Eval summary: as returned, the tibial broach exhibits a significant amount of wear and a tooth near the upper end of the broach is broken off. The cause cannot be definitively determined based on the available info. Aside from the fractured tooth, the device exhibits signs of general wear and tear, indicative of its approximate 7 year potential field age. Device history records indicate all components were manufactured and inspected to specification.